Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a breakage in the PICC was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed proximal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
Additional information: catheter was secured with a statlock.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a 4 fr single lumen powerpicc catheter was returned for evaluation. An initial visual observation of the video showed the catheter was inserted into a patient and was dressed with a statlock device. In the video, the catheter was infused with a clear liquid which could be seen to leak from the catheter near the distal end of the molded joint; however, no details of the apparent damage could be discerned from the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that there is partial device breakage is reported near the junction between anchorage fins and catheter start. The patient did not sustain permanent damage although the damaged device had to be removed and additional vascular device had to be replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that there is partial device breakage is reported near the junction between anchorage fins and catheter start. No other information was provided.